Manufacturer narrative:
Correction: b1 (product problem added along with adverse event) and d9 (product was not returned as initially expected). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, unfortunately, the guide pin (dwd063) was placed in the sharps bin and discarded as it was broken and sharp, risking injury if sent for sterilization. The majority of the wire came out with/inside the central peg drill (other two instruments listed in the email), once the surgeon had finished with that step of the operation. This was left until the end of the operation to take apart and it was presumed that the whole wire was inside the drill (as happens in other operations). It was only noticed that the tip of the guide wire was missing during closure of the patient, with the surgeon requesting an x-ray to confirm their suspicion, that the tip of the wire was still located in the scapula of the patient just behind the implant. No other medical intervention occurred. Additional information: the tip of the guide wire is still inside the patient looks to be encased in the scapula directly behind the glenoid implant (which is cemented in position). The rest of the wire was discarded as it was not viable for sterilization due to its sharp/broken condition.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, unfortunately, the guide pin (dwd063) was placed in the sharps bin and discarded as it was broken and sharp, risking injury if sent for sterilization. The majority of the wire came out with/inside the central peg drill (other two instruments listed in the email), once the surgeon had finished with that step of the operation. This was left until the end of the operation to take apart and it was presumed that the whole wire was inside the drill (as happens in other operations). It was only noticed that the tip of the guide wire was missing during closure of the patient, with the surgeon requesting an x-ray to confirm their suspicion, that the tip of the wire was still located in the scapula of the patient just behind the implant. No other medical intervention occurred.